Event description:
It was reported that the patient presented in clinic for a right ventricular (rv) lead revision. Noise was observed prior to the procedure. The lead was explanted and replaced. The patient was stable and discharged.

Manufacturer narrative:
External insulation abrasion was noted at 12.0 - 12.1 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with friction to the device can. This is consistent with the observation from the field of noise.